Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that insulin pump's drive support cap was flush. Customer stated that they experienced a high blood glucose and the blood glucose level was 320 mg/dl and 340 mg/dl. Customer treated with manual injection for high blood glucose. The product will not return for the analysis.